Event description:
Pt. Underwent programmed stimulation study of the atria & ventricles; transatrial septal puncture; attempted radiofrequency catheter ablation of a left lateral accessory pathway. Indication was svt with near syncope/wpw complications were cardiac tamponade and death secondary to emd. At the end of the procedure, when all lines were removed, pt became abruptly hypotensive and bradycardic. Resuscitative measures were attempted for greater than one hour. Pt expired.